Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the md in the ER noticed that there was a crack on the introducer needle hub during insertion, so it was impossible to use. As a result, a new kit was opened and used to complete the procedure. There was no delay in treatment. No death or complications occurred to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an opened kit with various components including an intruder needle attached to a raulerson syringe. The needle exhibited evidence of use and contained several longitudinal cracks in the hub. Inspection of the needle hub under magnification revealed stress whitening in the areas of the cracks. There were no defects noted with the syringe when examined. The needle taper could not be accurately measured due to the crack in the hub. The syringe met dimensional specifications. A review of manufacturing records did not yield any relevant findings. However, this needle is already under investigation for this issue. That further investigation has been initiated with the spec developer and the root cause is still undetermined.

Manufacturer narrative:
Qn#(B)(4). Verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. However, this introducer needle is being investigated by the spec developer for this issue. The probable cause of this issue is undetermined. The investigation is still in process.